Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 19th june 2016. The returned pedi-pak was investigated, revealing a battery cell had failed. This had resulted in a low pedi-pak voltage and the device initially failing a self-test due to a low battery on the (B)(6) 2019. The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status led and failure chirp, as per the reported fault. Furthermore, the yellowing observed on the cell terminal covers may suggest a cell had leaked. Alternatively, the yellowing may have been due to adverse storage conditions, which could have contributed to the failure of the cell. However, there was no other evidence of adverse storage which would confirm this, i.e. No corrosion was observed on the screws/usb contact collars or within the returned hdf-3500. The hdf-3500 performed to specification throughout the investigation. The battery monitoring circuitry and device current drain were verified without fault. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing self-tests. This is equivalent to approximately 33 months of normal use without fault. Information from the device memory suggests this pedi-pak was first installed in the device on the 2nd october 2016 and the device passed all daily self-tests up to the (B)(6) 2019. The device then failed the following daily self-test on the (B)(6) 2019, recording a significant decrease in battery voltage from the previous self-test. It is therefore assumed that the cell had failed around this time. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
Red status indicator flashing and device beeping, low battery prompt heard. There was no patient involved in this event.